Manufacturer narrative:
Device evaluation summary: visual inspection of the 2 unopened devices shows evidence of loose foreign material (fm) in 1 of the 2 returned devices. Reason for the return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that dirt was found inside the el reservoirs prior to use, the boxes and pouches were undamaged and the pouches were closed. The products were not used. There was no patient involved.